Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software intermittently did not suspend insulin delivery. Customer's blood glucose ranged from 61-219 mg/dl. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.